Manufacturer narrative:
Investigation: production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and x-ray analysis: the surgeon operates not according to apifix surgical technique, the surgeon report that he misplaced the screws. Risk assessment: at the time of this report (feb 02, 2021), the company's incident rate of screw misplacement is 1.5 % which is well within the rate reported in the literature 13 %(cer 727 rev t). The risk of implant migration due to poor pedicle screw placement has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 21.4) the current complaint does change the risk probability score.

Event description:
The surgeon reported pull-out of the thoracic screw based on the follow up x-ray, patient is free of pain.